Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/13/2015, confirmed the customer's reported issue and determined that the build up of salt residue around the wbc bath was responsible. The fse cleaned the wbc bath and adjusted the hgb gain resolving the reported leak and hgb vote outs. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported approximately 2mls of clear fluid had leaked from the probe of the coulter ac·t diff analyzer during startup; the leak was not contained within the instrument. The customer also reported hemoglobin (hgb) vote outs at the time of the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
We revised to show correct information. Date information has been populated.